Event description:
There was an allegation of a questionable ise indirect gen 2 sodium result from the cobas 6000 c 501 analyzer. The initial result was 118 mmol/l and was reported outside of the laboratory. The repeat result on an istat analyzer was 130 mmol/l which was believed correct.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The customer replaced the internal standard and calibration and qc passed. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced and adjusted the ise sipper nozzle. He ran precision testing and all results were within guidelines. The investigation determined the service actions resolved the issue.